Event description:
It was reported the epg (external pulse generator) turned off while attached to a patient. The patient's rate dropped, and staff found that the epg was shut off. The epg was replaced. The biomedical engineer ran the epg for ten days, with no problem found; however, the battery that had been with the epg at the time of the incident was not available for testing. The epg was returned for a preventive maintenance check and repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the lower case was broken and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).